Event description:
It was reported that while loading the cot into the ambulance, the cot tipped over to the right. Reportedly, the patient's head hit the sidewalk.

Manufacturer narrative:
The cot was inspected by a third party service provider and was found to be functioning properly. Evaluation by manufacturer is anticipated.